Event description:
It was reported that the atrial lead and the right ventricular (rv) lead were reversed in the header causing no biv (biventricular) pacing. The pocket was reopened to fix the reversed leads. The atrial and right ventricular (rv) leads remain in use as they are now plugged into the correct ports. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead implanted: 2005 (B)(6). (B)(4).